Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, upon unclamping the sureform 60 stapler instrument, tissue from the apex of the stomach was adhered to the jaws, resulting in tissue tearing and a row of 3 staples that could not be defined. Although the amount of bleeding is unknown, it was successfully resolved. Also, it was observed that the staples deployed correctly, but the excess tissue was not adequately cut. A backup stapler instrument was obtained to continue the procedure. The failed staple line was manually over-sewn using sutures. The procedure was completed, and the patient did not experience any post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A stapler log review showed 2 sureform 60 stapler instruments were used; however, it is unknown which specific instrument was involved with the reported event: sureform 60 stapler instrument (lot#: k13240418-0435), was used first, and it was installed on the system 2 times and fired 2 reloads (1 blue, followed by 1 white). On each install, the first clamp was successful. On install 1, the firing was completed with no pauses for compression. On install 2, the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Sureform 60 stapler instrument (lot#: k15240314-0276) was installed on the system 5 times and fired 4 white reloads. On install 1, the system failed to detect the reload color, and the user manually selected the white 60 reload accessory on the surgeon side console touchpad. No clamping or firing was attempted. On installs 2-4, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 5, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. The probable root cause could not be determined based on the provided information.